Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge, resumed insulin and continued to use the pump for insulin therapy.